Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "broken mini mtp plate, mxm-002-mtp-l or -r. Broke about 6 months post-op. Surgeon was dr. (B)(6). No fusion. Plate was removed. Plate was implanted on (B)(6) 2015."